Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 200 mg/dl. There were no significant events leading to the keypad issues were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot and a cracked display window.